Event description:
It was reported the subject device colors of the image were garbled, and sometimes it would not show at all. No patient harm reported.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was provided by the customer. The issue occurred during testing, prior to the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Deice evaluation noted the device meets its specification. Based on the results of the investigation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.